Event description:
Pt had bipolar hip procedure in 2008. About 2 days later, the pt was taken to the or for recurrent hip dislocation. During surgery, it was discovered that femoral head was dislocated from the bipolar head (dissociation of hip and stem).